Manufacturer narrative:
(B)(4). The complaint indicated that the plastic covering of the stapler device had a hole. The ple60a device was returned in bubble-wrap without any packaging materials. Complaint event could not be confirmed. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that prior to a gastric sleeve procedure, the scrub tech noticed that the plastic protective covering of the stapler had a whole in it. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: was the hole in the tyvek? Yes. Was the sterility compromised: yes.